Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving unknown error messages. On august 4, 2008, this medical affairs contacted the patient to clarify information obtained from the initial phone call. The patient tests her blood glucose more than 4 times per day and self-adjusts her insulin per the lfs meter readings. On two days prior to original date at around 11am, the patient purchased the onetouch ultramini and reportedly could not use the subject meter due to the error messages. On the day prior to original date at 10am, since she was not able to use the subject meter, she reportedly bought another onetouch ultramini meter. The second meter she bought reportedly also did not work due to a power issue (meter will not power on). During the period approx prior to original date while she reportedly was unable to obtained her blood glucose, the patient allegedly took her insulin based on what she had been averaging in the past. On one day prior to original date at 2pm, the patient reportedly began having symptoms described as "headache, upset stomach, sweaty, and feeling nauseous," which the patient claimed were hypoglycemic symptoms. At 4pm, the patient had her son take her to the clinic. When the patient got to the clinic, she indicated that there were so many people ahead of her waiting to be treated that she did not wait around. The patient went home soon after and did not receive any medical intervention at the clinic. The patient took her usual 2 units of novolin r insulin around 6pm and rested for a few hours. At 8pm, the patient allegedly felt better. The patient did not test with any other devices at the time of concern. The patient felt that her symptoms could have been prevented if she had a glucose meter that was working on that day. During troubleshooting, the reported issue was resolved with troubleshooting. This complaint is being reported because the patient claimed she had symptoms that can be associated with hyperglycemia after she reportedly was not able to test her blood glucose for two days due to the reported issues. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received it. If the lfs product is returned, lifescan will evaluate it and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.